Event description:
A report was received that the patient underwent an explant procedure due to an infection at the pocket site. Symptom was swelling near the pocket site.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70 serial #: (B)(4), description: artisan' surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that other symptoms of infection the patient had were pus and warmth at the pocket site. The patient was reportedly doing well and had no longer signs of infection.

Event description:
A report was received that the patient underwent an explant procedure due to an infection at the pocket site. Symptom was swelling near the pocket site.